Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from canada reported that one of her blood glucose readings was not stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. During the in-house investigation, the meter switched on as expected. The customer service mode was run through and no anomalies were found. The alleged missing reading was found in the meter's memory. The returned meter was tested with the in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory.